Event description:
It was reported that this right ventricular (rv) lead showed an increase in shock impedance to high, out of range values. The lead has been implanted for more than ten years and the patient had not been checked since 2019. Also, the pacing thresholds have increased since last check. No over sensing was observed. Reprogramming the out-of-range limit alert for the shock lead impedance, raising the ventricular tachycardia rate cutoff and delivering a max energy r wave synchronized shock was recommended. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed an increase in shock impedance to high, out of range values. The lead has been implanted for more than ten years and the patient had not been checked since 2019. Also, the pacing thresholds have increased since last check. No over sensing was observed. Reprogramming the out-of-range limit alert for the shock lead impedance, raising the ventricular tachycardia rate cutoff and delivering a max energy r wave synchronized shock was recommended. The rv lead remains in service. Additional information was received from the field representative mentioning that a max energy shock was delivered and showed a within range shock impedance. The patient was totally fine. No additional adverse patient effects were reported.